Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier failure to follow steps / instructions was added to capture no femoral imaging was performed. Medical device problem code 1494- off-label use- indication for use was added to capture the use of prostyle to close a puncture exceeding 24f.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a leadless permanent pacemaker (ppm) implant procedure. Femoral imaging was not performed. The sutures of two prostyle devices were successfully preplaced. Reportedly, the anterior footplate on one of the prostyle devices did not collapse all the way when device was removed from the access site. There was no resistance noted during removal of the prostyle device from the anatomy. This did not appear to cause damage to site or patient but was slightly sticking out when removed. The sheath was upsized to 26f and the leadless ppm procedure was completed. Hemostasis of the large-bore vein was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.